Event description:
I've been using acuvue oasys hydraluxe 1-day contact lenses since 2024. I've noticed that these contact lenses would cause blurry vision, dry-eye, and severe eye irritation, to the point of being unwearable after a few hours, and forcing me to remove the contact lenses and switch to my eyeglasses for relief. This problem has persisted, occurring 90% of the time I wear these contact lenses.